Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. Customer has been getting a no delivery alarm. Customer completed troubleshooting previously for no delivery alarm. Informed customer that site related issues can be a contributing factor to the high blood glucose level. Customer declined to troubleshoot for recurring alarms. The customer was advised the insulin pump will be replaced. The product will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, primeand excessive no delivery test. No excessive no delivery/occlusion alarm noted. Pump received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.